Event description:
It was reported that the bd sharps collector had a broken lid. The following was received from the initial reporter: broken lid.

Manufacturer narrative:
OEM manufacturer:the manufacturing location for this product is [flextronics]. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.